Event description:
It was reported that smallbore 6 inch ext vlv was blocked on 3 occasions. The following information was provided by the initial reporter: material no: 20039e, batch(lot) no: 20075474. It was reported that there is an inability to pull back or flush the IV line. It has been brought to our attention that there have been several issues with the smart-site extension sets (i.e. IV pig-tails). A few rns reported attaching these (with a nss flush) to newly placed pivs, but then meeting resistance and being unable to pull back or flush the IV line. This happened to at least 3 rns today.

Manufacturer narrative:
It was reported that there is an inability to pull back or flush the IV line. Received from the customer are three used extension sets model 20039e lot 20075474. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the sets during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to the smartsite port on the set allowing fluid to flow through the whole set by flush. Flushing the smartsite port p/n (B)(4), was met with an occlusion on 2 out of the 3 received sets. Bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. A device history record for model 20039e, with lot number 20075474, was performed. The search showed that a total of (B)(4), units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that there is an inability to pull back or flush the IV line was confirmed to be an occlusion. The root cause of the occlusion could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv was blocked on 3 occasions. The following information was provided by the initial reporter: material no: 20039, batch(lot) no: 20075474. It was reported that there is an inability to pull back or flush the IV line. It has been brought to our attention that there have been several issues with the smart-site extension sets (i.e. IV pig-tails). A few rns reported attaching these (with a nss flush) to newly placed pivs, but then meeting resistance and being unable to pull back or flush the IV line. This happened to at least 3 rns today.